Event description:
It was reported that during the surgical procedure the screw broke at the time of fixation. All parts were removed from the patient and there was no risk to the patient.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Update .

Manufacturer narrative:
One 7209014 sterile 11 x 30 mm biorci-ha screw returned. The complaint indicated: ¿as reported: during the surgical procedure the screw broke at the time of fixation.¿ dimensional inspection confirms that this is an 11x 30 mm product. There is 4mm absent from the distal tip. There are scratches consistent with guide wire damage. The hex head shows signs of beginning to strip. Physical conditions are consistent with difficult insertion with excess torque. Threads have been compressed and rolled over from resistance. This is a symptom of pressure/force while seating the screw. Prep specific to this product is essential for success. Maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. A smaller tunnel causes torque damages. No root cause related to the manufacturing of this device was confirmed.